Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, of diopter -9.0/6.0/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as unknown.